Manufacturer narrative:
This device was not returned to mmdg for evaluation. Because the device was not returned mmdg could not complete an investigation. A lot number also wasn't provided, so no DHR could be performed.

Event description:
The initial reporter stated that they had a set that had blood backing into the tubing up to the administration set filter. The initial reporter also stated that the issue had been resolved and that the patient was doing well after the event. [(B)(4)].